Manufacturer narrative:
(B)(6). This MDR is related with the report number: 3006524618-2019-00357.

Event description:
It was reported that during the procedure the black coating of the electrode has come off. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode and screen wear with discoloration/ contamination and scratch/scuff marks on the spacer and cap. The insulation around the shaft is scratched and compromised. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation, the wand was plugged into a compatible controller and registered an e-7 error. The e-7 error was by-passed and activated in saline solution at default and maximum settings. Plasma at the tip of the wand was produced as designed. The suction tube was tested and performed as intended. The complaint was verified with several root causes that could have contributed to the reported event. Factors are (1) by hitting other equipment while using the wand (2) reuse of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.